Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been received and device evaluation anticipated, but not yet begun. Upon completion of the device evaluation a supplemental report will be filed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of small saccular middle cerebral artery (mca) aneurysm, this coil would not detach with instant detacher. It was reported that the coil got detached in the microcatheter while being withdrawn from the microcatheter. The physician tried only one time with instant detacher to detached the coil. Other coils were implanted in the patient successfully and procedure was completed. No patient injury was reported.

Manufacturer narrative:
Device available for evaluation. Device evaluation: device evaluated by manufacturer; the device was returned for evaluation. The clinical observation of the coil ¿non-detachment¿ could not be confirmed but clinical observation of ¿premature detached¿ was confirmed. As received the implant coil was missing. The tack weld replacement (twr) crimp and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found intact. The pushwire was found broken into two segments but retained together by the release wire. The instant detached was not returned for investigation. In addition, the shield coil was found stretched. The retainer ring appeared damaged and ovalized. All other subassemblies appeared to be normal and no other anomalies were observed. As the implant coil and instant detacher were not returned for evaluation, any contributing factors from these could not be assessed. Follow-up will be conducted for additional details and missing implant coil, however no information was received. The customer reported that they only attempted to detach the implant coil one time with the instant detacher. Per the axium prime coil instructions for use (IFU), the user is instructed to make three attempts with the instant detacher. The tack weld replacement crimps were successfully broken with the use of an in-house instant detacher. It is possible that the damage to the retainer ring or the break in the pushwire with the release wire pulled back momentarily subsequently detaching the implant coil. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium prime detachable coil and i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.